Event description:
It was reported to baxter that the tubing of one (1) ce intermate lv100 device had broken off at the junction of the luer lock and blue winged cap. There was no patient involvement. This was discovered broken before use. No additional information is available. This is report 2 of 2 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received for evaluation by baxter containing fluid in the reservoir. The reported condition of "tubing broken at the junction of the blue winged cap and luer lock" was confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4).additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.